Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced separation component. The following information was provided by the initial reporter: nurse examined tubing and terminal connector of the tubing set had separated from the tubing. (No tear or bolus, luer loc connector just fell off tube). Nurse did not save or report lot number in safe unfortunately so I cannot include it, but I do have the actual tubing to send to you or alaris for official fa."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced separation component. The following information was provided by the initial reporter: nurse examined tubing and terminal connector of the tubing set had separated from the tubing. (No tear or bolus, luer loc connector just fell off tube). Nurse did not save or report lot number in safe unfortunately so I cannot include it, but I do have the actual tubing to send to you or alaris for official fa."

Manufacturer narrative:
H.6. Investigation summary: the sample was reported by decon as having arrived, but unfortunately the sample was lost somewhere in our process. No sample investigation was able to take place. The customer complaint of separation at the luer lock could not be verified, and the root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on material 2426-0500 because the lot number is unknown. H3 other text : see h.10.